Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was brought by ambulance to the hospital because of high blood glucose value (approx. 500 mg/dl). Correction via pen, stationary treatment from (B)(6) 2016. On (B)(6) 2016, customer's diabetes specialist started the pump therapy and thinks the pump is o.k. And the customer made a handling error. The customer is nearly blind. Device will not be returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.